Event description:
Gastric bypass. System appeared to be functioning properly; when the dlu and flexshaft were withdrawn from the anastomosis, only about 40% of the anastomsis was stapled. The remaining tissue was cut with no staples in tissue or in dlu. Tissue donuts were perfect. Doctor proceeded to cut posterior wall, put in manual pursestring and reanastomosed the tissue with another device.